Event description:
It was reported that an extra large volume infusor had particulate matter within its reservoir. This was found before use. The device was filled with levobupivacaine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported issue. Visual inspection via naked eye and microscopic inspection were performed with no issues noted. Therefore, the reported issue could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.